Event description:
Bed had a note stating that the brakes would intermittently release if the bed was bumped/pushed hard.

Manufacturer narrative:
Technician replaced both brake/steer casters and foot caster. Unit is operating properly.